Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned for evaluation. A search of the complaint database against reported product code 965383 found previous reports of damaged rp tib tray impactors. The previous reports were investigated and the root cause attributed to product wear out. The investigation could not draw any conclusions about the reported event based on the lack of the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Update (B)(6) 2016: received complaint sample device for evaluation. Examination of the submitted device confirms the screw component has fractured. A search of the complaint database against product code (B)(4) found previous reports of broken rp tib tray impactor screw components. Previous investigation identified suspected misuse as the root cause. The root cause of the current reported breakage is unknown. The complainant reported the surgeon was not using undue force and it seems it was likely to be from general wear and tear. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
During the use of a pfc mbt tibial impactor during a primary tkjr the screw which attaches the metal insert into the plastic impactor snapped off. The surgeon was not using undue force. There was no negative impact to the patient. No delay in surgery. No adverse event to the patient.